Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event. It was reported from (B)(6) that during an emergency craniotomy to remove an extradural hematoma, it was observed that three cutter devices broke at the base of the motor device. The reporter stated that at the time of the alleged malfunction, the cutter devices were used for the drilling of the bone flap and were not directly used on the patient. The reporter stated that the devices were used on the patient prior to the alleged malfunction without any ¿particular problem¿. It was reported that the broken pieces of the device ¿were projected¿. It was further reported that one of the broken pieces came in contact with the head of the ¿instrumentist¿ or ¿bloc staff¿. The report stated that there was no consequence to the staff member. According to the report, none of the broken pieces of the device were found. However, it was stated that the pieces were believed to be outside of the patient. As a result, there was a fifteen to twenty minute increase to the surgical procedure. Spare devices were available for use. There was patient involvement. It was reported that the patient experienced confusion and agitation after the procedure. It was not reported if the behavior was an expected outcome. It was further reported that the patient¿s behavior was ¿normal¿ at the end of the patient¿s stay. The reporter stated that the generator used did not seem to be the cause and the power tool was not over used. The reporter stated that irrigation was performed at the beginning until the end of the manipulation. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that the ¿scanner report¿ did not mention any broken pieces of the device in the patient. Therefore, all broken pieces were outside of the patient. The facility provided the cerebral CT scan report. The CT results were not related to the reported incident, but provided information on the post-operative condition of the patient. The report indicated that the patient had a decrease of a left temporal extradural hematic collection, from 12mm to 11mm. It further stated that there was presence of hemorrhagic contusions, frontal extradural hematic collection and hemorrhagic cortical contusion in the form of spontaneous hyperdensity in the right inferior temporal gyrus. It was further reported that all were stable.